Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 08/25/2016. The strip lot # d160527-1 was manufactured on 05/27/2016 and expired in 05/2018. Ok biotech received no complaints from same manufacturing batch of strips . We resumed the retain strips from our warehouse (same batch as patient's strips) the control solution tests for level low were 64/68 mg/dl; for level high were 237/248 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass . We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 7:30 am after the end user's prodigy diabetes glucose meter was not working properly and giving inconsistent results. The end user was unresponsive and the paramedics were called. The caller could not recall if the paramedics performed a blood glucose test nor was she able to remember what treatment was administered to stabilize the end user's blood glucose level. The end user was transported to the ER and upon arrival to the ER his blood glucose reading was 102 mg/dl. After 6 hours at the ER the end user was discharged and treated for a urinary tract infection and his blood glucose reading was 167 mg/dl. He was instructed to return to the ER if he has any further issues and to take his medication as prescribed by his pcp. No further details were provided in relations to this medical event.